Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade whilst testing the right ventricular (rv) lead after it was plugged into the rv port of a new generator it was noted that the lead exhibited noise causing inhibition of pacing when lead being manipulated. The lead was plugged into the left ventricular (lv) lead port of the cardiac resynchronization therapy pacemaker (crt-p) and remains in use. No patient complications have been reported as a result of this event.